Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device would not flow. The device was filled with cytotonic in nature. The event occurred during infusion; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between: march 30, 2016 ¿ march 31, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Since functional flow rate test could not be performed; the issue could not be objectively confirmed nor refuted through sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.